Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg will no longer communicate with the charger following trauma sustained by the patient. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.